Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 application erroneously shows that the bluetooth was off. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log could not confirm the reported event. A root cause could not be determined.